Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, right heart failure, and multi organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the site that the patient remained in the hospital since implant date on (B)(6) 2017. It was stated that there were concerns for persistent right ventricular (rv) failure necessitated implant of temporary right ventricular assist device (rvad) support. Patient also developed multiorgan failure including renal failure. Patient and family made decision to convert to comfort care and turn off device. No autopsy or device explant was done, there will be no return of pump or patient peripherals. Pump and equipment will be disposed of by the hospital per policy. Patient converted to comfort care. Official cause of death was said to be cardiogenic shock with biventricular systolic heart failure. No additional information available.